Event description:
On 09/03/2008 arjo received a fax from the relative of a pt at the facility. The relative had observed the pt being transferred on what he described as an arjo maxi move lift. The relative expressed concern that it appeared the pt was on the verge of slipping out of the sling and felt the sling had been improperly applied. He asked arjo to contact the facility regarding this issue.

Manufacturer narrative:
No visual examination could be made, as it is unk what device or sling was involved in this event. It is indicated the lift involved was a maxi move. No model number or serial number of the lift is known. It is not known what model or type of sling was involved. No info is given on the pt's condition, size or weight. The reporter indicated he believes a dangerous misapplication of the maxi move was occurring at the facility and that staff did not believe it was necessary that the leg straps of the sling go around the inner thighs, but instead are to be applied around the outer girth of the pt. The operating and product care instructions of the maxi move clearly stipulate how the slings are to be used on the maxi move. In short, with clip slings the straps are always to be put around the inside of the leg. With loop slings, three methods can be applied, of which two have the straps on the inside and one has the straps on the outside. There is currently no significant trend involving this issue. The manufacturer lacks info of what sling was used to come to a definitive conclusion. Although it can be stated that with a maxi move lift using maxi move compliant slings, and taking into account the description of events by the reporter, it would appear sensible for staff to use the method of applying the sling that has the leg straps of the sling put on the inside of the leg. The device involved in the event is unk. The model number and serial number are unk.